Event description:
It was reported that patient remote monitoring system failed to work even after a new unit replacement. Rf telemetry issue was suspected. Inductive telemetry usage to communicate with the device was recommended.